Event description:
Material no.: 309657; batch no.: 8255625. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the syringe will not suck up any insulin and there was a popping sound. The following information was provided by the initial reporter: customer reported that when she pulls the syringe up in the insulin vile, the syringe wont suck up any insulin and makes a popping sound.

Manufacturer narrative:
H.6. A new decision tree was created this complaint is not MDR reportable. When there are flow issues during aspiration/drawing up or transferring fluid into a chamber or reservoir due to the misuse (repeated use of the same syringe/needle), this may require the use of a new needle/syringe. This event occurs when the end user is reusing the syringe/needle to aspirate and refill fluid into a chamber/reservoir which is dispensed at a later time. This will not lead to harm or serious injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 309657, batch no.: 8255625. It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the syringe will not suck up any insulin and there was a popping sound. The following information was provided by the initial reporter: customer reported that when she pulls the syringe up in the insulin vile, the syringe wont suck up any insulin and makes a popping sound.